Manufacturer narrative:
The device history record is conforming to specification. The internal non-conformity nc-0001448 was opened but there is no link with the reported issue. (B)(4) cages from the batch b-5598 were manufactured on 16 jan 2026, among these (B)(4) cages, (B)(4) cages have already been implanted with no issue. We are waiting for the return of the involved device to investigate further. No result /conclusion so far.

Event description:
We received a complaint from france on 29 jun 2026 (cpt-4706) reporting that while impacting the cage inserter to advance the cage, the cage fractured within the intervertebral disc space, making its extraction difficult. The procedure was correctly followed as per the reporter. No impact on the patient. Surgical delay (less than 30 minutes). We report the case to the FDA because this product is marketed in the USA.